Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the hinge pin on flow sensor was falling out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the issue was isolated to a missing hinge pin on the sensor, causing the latch to not operate as intended. When latched as much as possible with the missing hinge pin, the sensor did measure flow through inserted tubing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.